Event description:
Home pt (hp) contacted baxter's tech svs ctr (tsc) regarding a system erro 2240" message that appeared on the homechoice machine during their automated peritoneal dialysis (apd) treatment. During hp's apd treatment a supply bag fell off of the table on which it was stationed and became disconnected from the homechoice set. As a result hp received a "system error 2240" alarm, in an endeavor to fix the issue hp reconnected their supply bag to the homechoice set and attempted to continue treatment. When hp realized that pt would not be able to bypass the 2240 alarm they contacted tsc. Tsc assisted hp in ending their treatment early. Hp was given prophylactic antibiotics as a result of this incident. Qa advised hp against respiking supply bags in the future. Per rn, proper procedures will be reviewed with hp.